Event description:
It was reported that the right atrial (ra) lead exhibited noise resulting in several episodes of automatic mode switch (ams). The noise was unable to be reproduced during the in clinic evaluation. The ra lead remains in use. It was also reported that intermittent oversensing was observed on the right ventricular (rv) lead. The rv lead also exhibited noise that was unable to be reproduced during in clinic evaluation. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5524m-53, lead, implanted: (B)(6) 1994. (B)(4).